Event description:
It was reported that the insulin pump went into a low threshold suspend, due to erroneous readings from the customer's sensor. The customer's blood glucose was between 180 mg/dl to 200 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).